Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) on the 7th day of therapy, the cardiosave intra-aortic balloon pump (iabp) iab catheter inspection required alarm occurred multiple times. It was reported that blood was found inside the drive extension tube. Inspection of the cardiosave was requested due to possible blood draw. There was no patient harm reported. Related iab catheter mfg report # 2248146-2023-00378.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b3. Aware date updated: 05/22/2023.

Event description:
N/a

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had the iab catheter inspection required alarm occurred multiple times occurred. Blood was found inside the drive extension tube, so the iab catheter was removed and a new catheter was inserted. There was patient involvement and no patient harm reported. Inspection request due to possible blood draw, a getinge field service engineer fse was dispatched to the site to evaluate the unit. He checked inside the device and no blood was drawn, have checked the operation and the equipment is good.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) on the 7th day of therapy, the cardiosave intra-aortic balloon pump (iabp) iab catheter inspection required alarm occurred multiple times. It was reported that blood was found inside the drive extension tube. Inspection of the cardiosave was requested due to possible blood draw. Related to balloon complaint (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.